Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters and usb cables. Reportedly, the power source alert issue caused the pump to shut down. The customer's blood glucose (bg) was 195 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.